Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not received.

Event description:
It was reported that during a left shoulder rotator cuff repair surgeon was attempting to pass a fibertape suture through the rotator cuff and the distal tip of the scorpion needle broke off in the middle of the rotator cuff. X ray was taken and the tip was located but per sales rep who was present the surgeon decided to leave the needle tip in the cuff instead of attempting to dig it out. Case was completed using a fastpass scorpion.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The failure mode for the buckled needle and broken needle point could not be determined but the condition is consistent with the needle skiving under thick tissue, the needle hitting the acromion or the needle distorting distally under the jaw. The scrape marks on the top of the distal end of the nitinol point are elevated, indicating the needle was fired excessively. The mating part (instrument) used in the event was not returned. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a left shoulder rotator cuff repair surgeon was attempting to pass a fibertape suture through the rotator cuff and the distal tip of the scorpion needle broke off in the middle of the rotator cuff. X ray was taken and the tip was located but per sales rep who was present the surgeon decided to leave the needle tip in the cuff instead of attempting to dig it out. Case was completed using a fastpass scorpion.